Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that patient was in hospital due to a snapped neck and patient could not hold still. Patient stated the pain in their arms was crazy. It was unknown if the symptoms were related to the patient's device/therapy but they guessed it was. Patient inquired if they could get an MRI and the requested information was reviewed. Patient was redirected to the health care professional (hcp). No further patient complications were reported/anticipated as a result of this event.